Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc found that the probe broke off at 15.5 mm from the distal end. Around the broken point, the coating of the probe was partially missing and there were scratches. The shape of the fracture surface showed that the cracks developed from the scratches as the starting point. The manufacturing history was reviewed, with no irregularities noted. This type of the probe damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the probe was cracked and the coating was missing when the user output the device contacting with something hard, besides the probe was broken when the probe received a load. The instruction manual of the subject device already warns; do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.

Event description:
During a resection of the pancreas and duodenum, the subject device was used. In the procedure, the probe of the subject device dropped into the patient's body and a probe damage error occurred. The fragment was retrieved. The procedure was completed with another thunderbeat. Olympus medical systems corp. (Omsc) received and evaluated the subject device. As a result, omsc found that the coating of the probe of the subject device was partially missing on november 29, 2017. There was no patient injury reported. This is the report regarding the probe breakage and the missing of the probe coating.